Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge.the download log could not be retrieved. Receiver log review: could not retrieve. Unable to perform functional testing.open and interior inspection: fail-red sticker, heavy moisture damaged was found at the main board and the u1-u1 rf board.the complaint is confirmed because the receiver is not functioning. The reported event that the receiver ceased to function was confirmed.the root cause of the receiver complaint is moisture damage

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. It was reported that the receiver shut down without warning and would not turn back on. At the time of event, the patient was sleeping and the patient's wife noticed that they went into a coma. It was indicated that the patient had taken insulin; however, it is unknown when the patient was administered with insulin. At the time of contact, the patient was in stable condition. No additional patient or event information was provided. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Receiver was charged and would not boot up. Functional testing and data download were unable to be performed. The receiver case was opened for further evaluation. A visual interior inspection was performed and found the moisture detection sticker was activated. The reported event that the receiver ceased to function was confirmed. The root cause was determined to be moisture damage.